Event description:
It was reported that a 3.5x19 otw graftmaster was implanted in the mid left anterior descending (lad) artery on (B)(6) 2014 to seal a spontaneous perforation of an aneurysm without any issues noted. On (B)(6) 2014, the patient presented with chest pain, was admitted to the hospital and was found to have st elevation myocardial infarction (mi). A 3.5x26 rx graftmaster stent was implanted to treat a spontaneous perforation of the aneurysm in the mid lad artery, distal to and overlapping the previously placed 3.5x19 otw graftmaster to successfully seal the perforation. The patient was doing okay post procedure. The patient was evaluated for rupture of the pseudoaneurysm of the lad. The family did not want any surgical intervention and the patient was observed in the intensive care unit. The patient developed cardiac arrest due to ventricular tachycardia and underwent intubation; however, the family wanted comfort care only and the ventilation was withdrawn. On (B)(6) 2014, the patient passed away. The cause of death was cardiac arrest due to ventricular tachycardia, acute respiratory failure, st elevation mi status post stenting of the spontaneous perforation of the aneurysm in the lad, pericardial effusion, ischemic cardiomyopathy, end-stage renal disease, and diabetes mellitus. No additional information was provided.

Manufacturer narrative:
(B)(4): indication for use. The 3.5x26 rx graftmaster device referenced is being filed under separate medwatch report. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. It should be noted that myocardial infarction is listed in the over the wire graftmaster instructions for use as potential adverse events that may be associated with the use of jostent coronary stent graft procedures. A query of the vascular integrated product experience reporting complaint-handling database was performed and no other incidents have been reported for leak this lot. A query of the electronic complaint handling database revealed no other incidents for leak reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.